Event description:
A cartridge alarm was reported by the customer during the pump's loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer was unable to load a new cartridge successfully, and the alarm persisted even after attempting a pump reset. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.